Event description:
A caller reported a malfunction on the pump with a specific malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur.